Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment an incisional hernia. It was reported that after the underlay implant, the patient experienced mesh pulled away, abdominal pain, and adhesions.